Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The customer's blood glucose (bg) level was 300 mg/dl. The customer was uncertain of the suspected cause of the elevated bg and declined to troubleshoot with tandem technical support. The customer delivered a bolus via the pump to stabilize bgs. Reportedly, the customer was able to load a new cartridge successfully and resumed insulin delivery.